Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose was 541 mg/dl. Customer¿s current blood glucose was 507 mg/dl. Customer experienced blood glucose level of 488, 483, 364, 429, 445, 513 mg/dl. The customer had symptoms such as high blood glucose level and dehydration. The customer was treated with intravenous insulin. Customer declined to check air bubble and leak. Customer does not allege pump was under delivering. Customer declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. The test guardian link with the glucose sensor simulator communicated and calibrated properly to the insulin pump noted. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).